Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The customer called on (B)(6) 2015 and stated the incident occurred a "few" days ago. The customer reportedly received the following results on the performa system within 10 minutes: 524 mg/dl and 164 mg/dl. The date of the results was listed as (B)(6) 2015 in the meter's memory. The customer thinks the pharmacy set the date and time incorrectly. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because strips had expired.